Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the customer, the capsule was placed and attached but did not release and the physician implemented the emergency procedure as described in user manual. By using the scope, the capsule had come off the esophagus. Patient was not harmed, another capsule was placed normally.